Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she experienced a blood glucose (bg) of 421 mg/dl with headache and dizziness after forgetting to set up her basal rates on her replacement pump. Customer support advised the patient to contact her health care provider to obtain instructions on treating her bg via syringe, and to call back for assistance in setting up her basal rates. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported because the patient allegedly experience hyperglycemia related to use error while on insulin pump therapy.